Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_leadcap_acc, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the surgeon put the lead end cap onto the proximal end of the lead and tightened it with the supplied torque wrench. The wrench clicked three times as normal, but when the surgeon released the end cap it slid off of the lead. It was stated that it was as if the set screw never engaged. The surgeon instead used the lead end cap boot to cover the lead. The issue was reportedly resolved. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_leadcap_acc, serial# unknown, product type accessory. Analysis of the lead cap found no significant anomaly. (B)(4). The lead cap was received with the setscrew partially screwed down. The setscrew was able to be advanced and backed out without any issues, and was able to secure a known-good lead into place. If information is provided in the future, a supplemental report will be issued.